Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device system implanted. The cause of death has been requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained noted last device check was one week after implant and noted normal device function. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained noted last device check was one week after implant and noted normal device function. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.